Event description:
Pt with ischemic cardiomyopathy. Received three inappropriate shocks from defibrillator; electrogram shows intermittent noise on pace sense lead triggering the shocks. On explant, when lead pins tested, no overt evidence impedance mismeasurement found. Lead removed because of "noise".